Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the motor assembly was found to be corroded. Motor corrosion will create friction within the rotor, and generate heat. The motor assembly was replaced and the device was returned to the customer.

Event description:
It was reported that during the device evaluation conducted at the manufacturer, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged.